Manufacturer narrative:
Initial and final MDR 1890671 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 27-dec-2023, it was reported that 3 infusion set cannula was bent and patient face symptoms within 3 or more hours after insertion. The infusion set is long for less then 24 hours and site of insertion is abdomen. The blood glucose level was over 500 mg/dl & patient got hospitalized on (B)(6) 2019. No further information available.